Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found a power surge caused the instrument to lose its program. Fse reloaded the software, ran precision, and ran quality controls (qc). All results passed within acceptable range. The g8 instrument functions as intended. No further action required from field service. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 2 - pre-installation, units and functional parts #4 state the following: storage device: the analyzer is equipped with an internal smart media socket. It is used to store assay results, update and backup program versions. A maximum of 12,000 sets of assay results can be stored on one card (32 mb) formatted by the analyzer. The last 800 sets of assay results are also automatically saved to the analyzer's internal memory. Installation locations warned to not install the unit in location such as locations with "large fluctuations in the power source or strong magnetic fields nearby". A caution states "do not use in an environment with drastic temperature fluctuations. Such an environment can cause condensation to form, resulting in short circuits or improper functioning." Electrical requirements states: electrical specifications appear on the nameplate located on the back of the instrument. In the us the tosoh automated glycohemoglobin analyzer hlc-723g8 should be connected to a standard dedicated ac outlet rated at 100-240 vac (auto-switching), 15 amp, 60 cycle. Outside of the us, the instrument should be configured according to the electrical requirements of the institution. Chapter 7 - data management states: the as program (filename: as.mot) and system program (filename: system.mot) are required to operate the analyzer. Both of these programs are stored on the accessory system card. As program (program for operating the sampling and the loading unit). When the main power is turned on, the analyzer searches the files on the card in the smart media socket. If the as and system program are found, they are automatically loaded in the internal memory of the analyzer. During a system upgrade, or when "clr" is entered as the password (password input), the assay parameters are overwritten and returned to their initial values. When the assay parameters have been saved beforehand (filename: system.prm), by loading back the saved parameters from it the analyzer is ready to operate as it has been. The most likely cause of the reported event is due to software corruption from power surge.

Event description:
A customer reported getting sample loader not found and system corrupt message when powering up the g8 analyzer. Customer is not able to use the analyzer. Field service engineer (fse) was dispatched to address the reported issue, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.